Manufacturer narrative:
No product was returned. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had stenosis and difficult anatomy preventing successful delivery of impella. Device sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The impella cp was inserted via the right femoral artery; however, the device could not be advanced beyond the proximal portion of the descending aorta. Based on this difficulty, the clinical team decided to remove the device. The patient survived the procedure.